Event description:
It was reported that the patient had multiple power cable disconnect alarms to the black power cable. The patient was advised and attempted to troubleshoot at home however the patient continued to have power cable disconnect alarms. The patient then reported to the clinic for assessment and a system controller exchange. The patient was not alarming while in clinic and the alarm could not be reproduced. The patient noted that the alarms had been occurring since last monday (B)(6) 2024. A system controller exchange was performed with no device, or patient issues and the alarms resolved. Log files were submitted for review and captured a string of power cable disconnect alarms on (B)(6) 2024 while tethered on the mobile power unit related manufacturer reference number: 2916596-2024-01242 (system controller).

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is complete.

Manufacturer narrative:
Section d1: brand name: corrected. Section d4: catalog number and UDI: corrected. Section d4: device serial number was requested but not provided. Manufacture date (h4) cannot be determined. The primary UDI number in d4 is reflective of all available information. Section d9: device available for evaluation?: previously reported return date was inadvertently added to the initial report. The product did not return. Section h5: labeled for single use?: corrected section h8: usage of device: corrected manufacturer's investigation conclusion: the mobile power unit (mpu) was evaluated due to the reported event of intermittent alarms; however, it was determined that the mpu was unrelated to the cause of the reported event. The log files contained approximately 7 hours of data combined (B)(6) 2024 from 10:19:59 to 17:23:18 per the timestamps). The data in the log files did not indicate any issues with the mpu. The pump maintained a speed within the low speed limit without issue throughout the log files. The mpu was not returned for analysis. The reported event could not be correlated to an issue with the mpu. The serial number of the mobile power unit was not reported with the event. Heartmate 3 instructions for use section 7 ¿ ¿alarms and troubleshooting¿ and heartmate 3 patient handbook (doc #10006136, rev. D) section 5 ¿ ¿alarms and troubleshooting¿ cover all alarms (auditory and visual), and the actions to take if the issue does not resolve. The patient handbook and the instructions for use caution the user to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. No further information was provided. The manufacturer is closing the file on this event.